Event description:
After receiving mentor textured implants, ref/sn (B)(4); ref/sn (B)(4) I began experiencing a number of symptoms such as extreme fatigue, swelling/redness in my breasts and seroma around my implant and rupture. FDA safety report ID# (B)(4).